Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle breaks off in vial due to unknown lot number. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that 7 syringe 0.5ml 29ga 12.7mm 10bag experienced the cannula breaking off or pulling out during use. The following information was provided by the initial reporter: material no: 328507; batch no: 7261941. Verbatim: daughter called on behalf of her mother. Stated, needles are breaking in half when injecting into vial, to draw up medicine. 7 syringes affected and not able to use for injection. Does not re-use discarded samples. Lot: 7261941; item: 29g, 12.7, 1ml.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 7 syringe 0.5ml 29ga 12.7mm 10 bag experienced the cannula breaking off or pulling out during use. The following information was provided by the initial reporter: material no: 328507, batch no: 7261941. Verbatim: daughter called on behalf of her mother. Stated, needles are breaking in half when injecting into vial, to draw up medicine. 7 syringes affected and not able to use for injection. Does not re-use. Discarded samples. Lot: 7261941. Item: 29g, 12.7, 1ml.